Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel: micrococcus luteus, staphylococcus haemolyticus, staphylococcus coagulase, kocuria spp and bacillus spp (total 15cfu/channel). Instrument channel: micrococcus luteus and staphylococcus spp (total 4cfu/channel) air/water channel: micrococcus spp, acinetobacter johmsonii and staphylococcus hominis (13cfu/channel). Auxiliary water channel: micrococcus luteus (4cfu/channel). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassengurg using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the instrument channel of the subject device tested positive for brevundimonas vesicularis (2 cfu / channel). The result of the additional microbiological testing by a third party laboratory cleared the (B)(4) guideline. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".